Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The issue was discovered during preventive maintenance; there was no patient involvement. This would not contribute to death or serious injury. The complaint investigation has come to a reasonable conclusion that the event is no longer reportable.

Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.